Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report

Event description:
The customer stated that the cell-dyn emerald analyzer generated a higher than expected wbc result of 95.8 k/ul from one patient sample (sid ab), which was repeated at 7.5 k/ul. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate the issue. The evaluation included review of product historical data and product labeling. The sequence of events in the submitted data showed that during sample processing, the lyse reagent bottle was empty. The blood cells in the samples were not lysed. The lack of lysing agent during sample processing resulted in incorrectly high wbc results, with flagging. As stated in the cell dyn emerald system operators manual, the flagged results must be verified before reporting out to the clinicians. Reagent check must be performed before system operation and before running samples in the cell dyn emerald analyzer. The system displays message alerts when reagents are low or empty and operator action must be taken. Data showed that when the lyse reagent bottle was replaced with a new bottle, the repeat results for the affected patient samples became significantly lower and within normal wbc ranges. It was also noted that submitted data did not contain any quality controls runs before the initial processing of the two patient samples. The regulations governing laboratories require performing quality control before running patient specimens. Based on the evaluation results, a product issue was not determined for the cell dyn emerald instrument. No product deficiency or malfunction was identified to be related to this issue. This event is an isolated incident involving preanalytical factors.